Event description:
On (B)(6) 2014, the reporter contacted animas alleging that occasionally the patient would experience elevated blood glucose (bg) over 600mg/dl. The patient reportedly remained on the pump; however, the reporter stated that the patient¿s healthcare provider wanted the pump replaced. Additional information was not provided. Attempts by customer technical support to contact the reporter for additional information and troubleshooting have been unsuccessful. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with the allegation of an inaccurate delivery issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.